Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Could not confirm the customers complaint during testing, the downstream occlusion sensor was functioning properly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso sensor was damaged. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.